Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received; however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records for the batch number was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a aponeurosis of lumbar spine on (B)(6) 2012 and suture was used. The needle tip was broken off and retrieved during the same procedure. There were no adverse patient consequences.

Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for strength and they met the requirements. There were no signs of manufacturing defects found on the needles.